Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with a lcp proximal tibial plate on an unk date. It was discovered pt had a broken plate on an unk date. Reportedly the pt was doing daily activates. Pt was returned to the operating room on (B)(6) 2012, the plate was removed and there was removal of osteosynthesis material.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Review of device history record (DHR) found nothing that would cause or contribute to the reported incident. Subject product lot met all visual and dimensional requirements throughout manufacturing and release.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions were found to be in accordance with the technical drawing of the producer and ao asif specifications. The examination of the raw-material inspection sheet and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties were in accordance with the international standards iso 5832 1, astm f138 and ao asif specifications. The failure was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated plate had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.